Event description:
It was reported that during an unk procedure, the device was used in a endoscopic thyroidectomy. The device could not pass the test after a few times, but finally it went through the test. Then an error code five "instrument" was on after a few activations. A nurse attempted many times in washing the shear and re-installed it again, but it still failed in the test. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was tested on a generator and was found to be functional. However, no longer meets design specifications for phase margin. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Due to this condition, it may lead for activation issues to occur.